Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of death and thrombosis, as listed in the graftmaster rx coronary stent graft system, instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other graftmaster is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. There was a large pericardial effusion which required pericardiocentesis. A 2.8 x 19 mm graftmaster covered stent could not cross the lesion even with guideliner back-up due to incomplete predilatation. A second 2.8 x 19 mm graftmaster was deployed and sealed the perforation. However, after reversal of anti-coagulation, there was thrombosis in the left coronary that was treated with aspiration and re-anticoagulation. The lad remained occluded distal to the graftmaster and the patient went into cardiogenic shock and pulseless electrical activity and expired. No additional information was provided.